Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited high capture thresholds, high impedance, and low sensing. The lead was capped and replaced during a device upgrade procedure. The patient was find post operation.